Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1049c, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported shocking at the pocket site and stimulation was felt in the vaginal/thigh area. Impedances were taken, but readings were normal. Throbbing was felt on program 4 at 3 volts; the throbbing was also experienced at the pocket site at 5 volts. Shocking also occurred while on program 3 with 6 volts. The symptoms were described as "sudden." Symptoms stopped with the implantable neurostimulator (ins) turned off. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. Indication for use included ga strointestinal/pelvic floor.

Manufacturer narrative:
(B)(4) .